Event description:
It was reported that during implant procedure, the implantable cardiac monitor exhibited undersensing. The device was not used and replaced. A new icm was attempted but the same issue resulted. The device was not used and replaced with a competitor's product. The patient was in stable condition prior, during, and post operation.

Manufacturer narrative:
Analysis was normal. No anomalies were found.